Event description:
It was reported that the right ventricular (rv) lead was explanted due to possible micro dislodgement and inflammation. The patient had sarcoidosis and increased ventricular capture threshold. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The hipot test passed indicating no electrical shorts between conductors. A stylet insertion test passed without issue. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to possible micro dislodgement and inflammation. The patient had sarcoidosis and increased ventricular capture threshold. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.